Event description:
After connecting the defib pads to the AED, the AED prompt stated, "connect electrodes." All connection were checked. The AED prompt, "connect electrodes" repeated. The defib pads were replaced & the AED prompt stated, "no shock advised.